Event description:
It was reported, the patient had an infection which resulted in in-patient or prolonged hospitalization. Patient outcome was not provided. The device system was used to deliver dilaudid, baclofen, and bupivacaine. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information: it was later noted that the previously reported infection was meningitis, diagnosed with lumbar puncture, results 3068 nucleated cells, 84% neutrophils, 2% lymphocytes. Symptoms reported were fluid draining at the lumbar incision, headache, nausea, and vomiting. Etiology listed as incisional site/device tract, lumbar site, related to device or therapy. The entire system was explanted (B)(6) 2012. It was noted that the device was to be returned to manufacturer. Severity of event was listed as severe. Patient outcome listed as resolved without sequelae.

Manufacturer narrative:
Product ID, 8835 lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID, 8709 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).